Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The field service engineer (fse) replaced the data acquisition (da) printed circuit board assembly (pcba) to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The field service engineer (fse) reported that during performance verifications test (pvt), the machine and proximal pressure accuracy test was out of specification. The ventilator was not in use on a patient at the time of the event occurred.